Manufacturer narrative:
Visual inspection of the returned product found one haptic torn and the other haptic torn and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge. The resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the surgeon inserted a cq2015a aspheric collamer three piece lens and the haptic broke. There was no patient contact. The reporter was unable to provide any additional information. If additional information is received, a supplemental medwatch will be sent.